Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.

Manufacturer narrative:
(B)(6). Na.

Event description:
The customer's sister complained of a discrepant inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory with dade innovin reagent. At 12:05 pm, the result from the meter was 5.8 inr. Based on the high meter result a laboratory sample was collected. The result from the laboratory was 4.4 inr. The specific time was not provided. It was only stated as a half an hour later. There was no allegation of an adverse event. The laboratory result was believed to be correct and the customer's treatment was based on the laboratory result. The customer was not taking heparin, no antiphospholipid antibodies, no direct thrombin inhibitors. The customer has had no changes in warfarin dose, no new medications, no bleeding, and no bruising. The customer had not been eating as much as normal. The customer's therapeutic range was 2.0 - 3.0 inr. Additional discrepant results were identified during the review of the customer's meter memory. On (B)(6)-2016 at 16:29 the result from the meter was 2.3 inr. On (B)(6)-2016 at 16:32 the result from the meter was 1.0 inr. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr, donor 2 inr: 2.0 inr. Donor 1 hct: 45%, donor 2 hct: 50%. Results: donor 1: retention meter with masterlot strips: 2.3 inr. Customer meter with customer strips: 2.3 inr. Donor 2: retention meter with masterlot strips: 2.0 inr. Customer meter with customer strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Relevant retention test strips (lot 281241) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.